Event description:
Case study involving 15 human subjects undergoing combination of rhbmp 2 and assembled verte-stack components k03736, k041197 following anterior cervical corpectomy and fusion (accf). One pt fatality (death) following post-op aspiration pneumonia. Another pt required posterior revision surgery, reported following post-op graft (device) migration. One case of excess bone growth. Study pts not informed verte-stack labeled devices are labeled contraindicated for cervical use. [(B)(4)].